Event description:
The customer reported that the speaker operation failed. The device was not in use on a patient at the time of the event. A field service engineer went onsite and confirmed the reported problem. The speaker was replaced to resolve the issue and it was confirmed that the device returned to normal operation. No further action or investigation is warranted based on the available information at the time of complaint closure.

Manufacturer narrative:
Reporting institution phone number: (B)(6).

Event description:
The customer reported that the speaker operation failed. The device was not in use on a patient at the time of the event. Follow up was conducted and additional information was received, which confirmed that there was sound coming from the speaker, although it was distorted. This issue is no longer considered reportable.

Manufacturer narrative:
This report is being created in referenced to MFR report number 9610816-2023-00019. Additional information was received, which changed the problem description and this case would no longer be considered reportable.